Event description:
At tip of the 18fr, there is a point where the other fr sizes the tips are blunt. When a staff member was using the 18 fr. Catheter, they cause bleeding in the patient tracheal. Customer claims they have a sample but not the one used on the patient. Additional information received on (B)(4) 2014 from customer ((B)(6)): customer¿s concern is that the 10 fr product code t261c is blunt and t262c is angular. She states that in one incident, a patient was suctioned with a t262c and caused significant bleeding where the patient had to undergo a bronchoscopy to control the bleeding of the trachea. No further information at this time.

Manufacturer narrative:
(B)(4). Actual device from the incident was tossed by customer. Representative samples were sent in and received for evaluation. Upon carefusion's investigation, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: two unopened samples were received for evaluation, one from lot 000617553 (code t262c) and the other one from lot 0000554354 (code t261c) as comparison. The unit , t262c from lot 000617553 was evaluated according to quality procedure and no issues were confirmed in the suction catheter. According to the applicable engineering drawing of code t262c, it was observed that the end tip must be angular on the contrary to the code t261c that indicates a round tip. However, both end tips have a blunt finished. The other sample from code t261c received did not present any issues. No issues were found during the review of internal production records for the lot of the sample received that could result in the reported condition. In addition, no issues were observed with the material and design of the product. A two year complaints trend was reviewed from (B)(4) 2012 to mb)(4) 2014 and the complaint data did not confirm previous incidents for the issue reported. Therefore, no trend was observed. Based on the investigation, at this time it¿s not possible to determine a root cause for the issue reported since the sample returned was found within carefusion specifications and the manufacturing process was performed according to internal procedures. Carefusion will continue to monitor and trend this issue.